Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. This report is 1 of 3 allegations of cgm accuracy that had similar event details. Related records: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On 07/26/2025, , it was reported that the patient experienced feeling sick, lightheaded, and dizzy. This report is 1 of 3 allegations of cgm accuracy that had similar event details. The cgm reading would have been reading in a normal range, and when a fingerstick was taken, the blood glucose reading would have been reading high, but no specific readings were reported. No further details regarding the event were mentioned, and attempts to contact the patient fore more information were unsuccessful. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.